Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37651, serial# (B)(4), product type: recharger; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3387s-40, lot# v157349, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3387s-40, lot# v157349, implanted: (B)(6) 2008, product type: lead.

Event description:
It was reported that the patient was having trouble making contact with the battery. The manufacturing representative was meeting with the patient on the day following the date of this report and wanted to do an antenna locate feature. Patient had used the antenna locate feature in the past. Patient was having trouble charging. Additional information received reported that the patient's device was implanted a bit too deep. The patient did not want to have surgery to have it revised. The patient was able to recharge and was getting effective therapy. It was just harder for the patient to gain coupling.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37642, serial# (B)(4), product type: programmer, patienttype: recharger. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v157349, implanted: (B)(6) 2008, product type: lead.

Event description:
Additional information received reported the patient programmer call your doctor icon screen had been displayed when using the antenna locator. The patient saw their neurologist on (B)(6) 2014 and the screen was cleared by interrogating the device. The patient was receiving effective therapy and therapy had not been interrupted.

Event description:
It was reported that they were not able to adjust stimulation. There was a ¿call your doctor¿ icon being displayed, implantable neurostimulator (ins) in the box. It was noted that the patient used the antenna locate feature because the ins was deep in the pocket so they had a hard time maintaining coupling bars. It was noted that the patient¿s device needed to be interrogated with the clinician programmer and reprogrammed. The manufacturing representative was planning to meet the patient on the day following the date of this report. The patient still had therapy and there were no other issues reported. Additional information received reported the patient was receiving effective therapy and was planning to see her neurologist on (B)(6) 2014 and he would interrogate the device.